Manufacturer narrative:
The device passed testing for delivery accuracy.

Event description:
The customer contact reported the patient received more medication than intended. On 12/14/2006 at 1030, the secondary line of the pump was prgorammed to deliver zofran 24mg/264ml at a rate of 11ml/and the delivery was started. On 12/15/2006 at 0310, the nurse entered the patient's room in response to the pump alarming for air in line. At this time, the nurse noted that the solution bag was empty. The physician was notified. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.